Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that high, out of range pacing lead impedance was noted during the implant procedure. The lead was removed and replaced. The patient was fine following the procedure.